Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim verify screen with discolored text. The auditory and vibratory features were operational. Unrelated to the complaint, battery compartment cracks were found along the side of the compartment and below the grip pad. A pump casing crack was found at the top right corner between the display lens and the pump seal. The keypad cover was peeling from the base and the bolus button cover was torn. No tactile issues were found with the keypad or bolus buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/10/2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue with dim/faded text. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.